Event description:
It was reported that the patient was asymptomatic and presented for a regular follow up in clinic. It was noted that clavicular crush, a high pacing threshold and high pacing lead impedance was observed on the left ventricular (lv) lead. The left ventricular (lv) lead was explanted and replaced. The patient was stable.